Manufacturer narrative:
Investigation summary: bd received 2 photos and 1 video for investigation. One of the photos displays the material and batch information for the product, while the other photo and the video illustrate a cannula that becomes hung up on a cotton ball during insertion and removal, indicating the presence of a hook on the end of the needle. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: needle point integrity. This complaint has not been confirmed for the indicated failure mode: insufficient blood flow. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, insufficient blood flow was seen with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, insufficient blood flow was seen with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.